Event description:
It was reported that this right atrial (ra) lead presented a fracture, which caused it to present high out of range impedance measurements. This lead was explanted and a new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected to have suffered a fracture, which caused it to present high out of range impedance measurements and noisy signals. This lead was explanted and a new device was implanted. No additional patient effects were reported.